Event description:
It was reported that, an insertable cardiac monitor (icm) that had reached end of service was reviewed, with no prior reports or calls related to rapid battery depletion. The device was sent for engineering analysis, although limited data was expected. Engineering analysis confirmed premature battery depletion, with an unexpected voltage drop observed. The available data was not sufficient to determine the root cause, and a return to facility was requested for a more detailed evaluation. Additionally, the representative asked about warranty and replacement eligibility. The device is within its warranty period and is expected to qualify for warranty coverage after it is returned and testing is completed. Once the warranty credit is issued, a replacement offer letter will be sent to the patient. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information suggests a device problem. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, an insertable cardiac monitor (icm) that had reached end of service was reviewed, with no prior reports or calls related to rapid battery depletion. The device was sent for engineering analysis, although limited data was expected. Engineering analysis confirmed premature battery depletion, with an unexpected voltage drop observed. The available data was not sufficient to determine the root cause, and a return to facility was requested for a more detailed evaluation. Additionally, the representative asked about warranty and replacement eligibility. The device is within its warranty period and is expected to qualify for warranty coverage after it is returned and testing is completed. Once the warranty credit is issued, a replacement offer letter will be sent to the patient. No adverse patient effects were reported. This product remains in service